Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and blockage was found to be within the cartridge. Customer also reported that the cartridge was leaking insulin around the pigtail section. Customer's blood glucose was 232 mg/dl.